Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: observed one opening assessed as fold flaw opening. Anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure creases, wear abrasion, particles and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4, a5, a6, b5, b6, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side "rupture and capsular contracture baker grade IV and implant removal from textured to smooth due to the concerns of the product." Healthcare professional later reported "hole in radius (edge)." Device has been explanted.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade IV and implant removal from textured to smooth due to the concerns of the product". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.